Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy on (B) (6) 2010. During the procedure, the pneumatic switch assembly nipple broke off. A second like device was used with no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4) - broken pneumatic switch. Conclusion : no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.